Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, e, g. PMA 510k cannot be determined; device is unknown. UDI #, serial #, expiration and manufactured dates unknown. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 106 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: 3637375 02-012-44-4011 - logic tibia implant psc insert, sz 4, 11mm.